Event description:
It was reported, surgeon placed the plate and proceeded to place screws into the bone through plate screw holes. First the 3.5 drill was used on the near cortex then the 2.5 drill on the far cortex for the 3.5 screw. While turning the screw to advance into the bone the screw began peeling off a thin strip of material off the screw thread. That material was taken out of the wound and will be returned with this report. Surgeon said the screw advanced into the bone through the plate and he needed to leave it in the bone because he felt it was well fixed and advantageous to the pt for the fixation it accomplished, and he could not risk deforming the pilot hole by removing it for examination.

Manufacturer narrative:
It is not known at this time if the removed piece of metal will be returned for evaluation. Additional information has been requested and if received, will be provided on a supplemental report.